Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that: "it was reported by the pt that she underwent a hip replaced on (B)(6), 2006; recently (3-4 weeks ago) she started experiencing a squeaking noise. She will reach out to her surgeon office to obtain a copy of her implant sheet. Also she does not want stryker to reach out to her surgeon."